Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: after performing the anastomosis, when the surgeon removed the instrument from rectum, he noticed that the anvil had stayed in the colon. It was necessary to re-operated the patient to remove the anvil and to re-do the anastomosis. The surgeon realized a temporary ileostomy, as precaution.